Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8094 pta balloon dilatation catheter allegedly experienced retraction problem and material deformation. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed for retraction issue. The malfunction was reassessed and trending code 2976 (material deformation) was removed. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11: h6 (device code - 2976 - material deformation, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8094 pta balloon dilatation catheter allegedly experienced retraction problem and material deformation. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.